Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and erosion. Reportedly, there was erosion from the left ventricular (lv) lead at the suture sleeve and was repositioned. There were no additional adverse patient effects reported. The lv lead remains in service.